Event description:
The customer contacted stryker to report that their device stopped working, the compressions had stopped. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. Stryker did observe an unrelated non-critical issue with the device, however the customer declined to have the device repaired for that issue. The device was returned to the customer unrepaired. The cause of the reported issue could not be determined.